Event description:
The following was reported to davol by the pt. It was alleged that the pt was implanted with the ventralex hernia patch. Following implant, the pt developed an infection. Attempts have been made to get add'l info.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt contacted davol and alleged that following implant he developed an infection. Davol has made multiple attempts to contact the pt to obtain add'l info; however, the pt has not responded. No lot number has been provided, therefore a review of the mfg records could not be conducted. While the info provided is limited, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been provided for eval. This MDR includes all pt, event, and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.